Manufacturer narrative:
The malfunction was duplicated and attributed to the defib receptacle cable. The receptacle cable was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "lead fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.